Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation and was unable to enter MRI mode due to lead fracture. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Corrected: h6 - medical device problem code.

Event description:
It was reported patient's lead fracture was not confirmed via any imaging. Lead was having high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient unable to set ipg into MRI mode due to a lead fracture was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.